Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment and poor imaging appear to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second clip was advanced and the clip was deployed without issue; however, there was difficulty with visualization due to the anatomy. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted for stabilization, reducing the mr to 2. There were no adverse patient sequela. The patient was confirmed to have a good outcome. No additional information provided.